Manufacturer narrative:
Correction: f10 - event problem codes.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the available device history records did not reveal any related manufacturing deviations or anomalies. X-rays have been provided but the date of x-ray is unknown thus minimal information can been derived from them. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up sequence numbers.

Event description:
Revision due to suspected reaction to metal implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Updated: b3, b4, b5, b6, b7, d1, d2, d3, d7, e1, f10, g1-2, h4. Depuy still considers the investigation closed. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ revision due to suspected reaction to metal implant. Asr xl acetabular (left) update: hip revised, system used and hospital from crawfords spreadsheet 17 jan 2012. Update: amended primary surgery and revision date. Received: (B)(6) 2012. Australia reference number: (B)(4). Reason(s) for revision: unknown. Update received: 5th may 2014 - amended revision date: (B)(6) 2009, added reason(s) for revision: alval / soft tissue reaction and attached query document.

Manufacturer narrative:
Updated: e1. Depuy still considers the investigation closed. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up.